Event description:
The device was returned to the service ctr with a report from the customer contact that the device had a broken handle and channel a would not close. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.